Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick device was not providing adequate suction. This was the first time the product had been used in the home setting; however, a similar device had previously been used during a hospital stay without any reported issues. It was reported that upon waking, the collection canister was found to be empty, indicating that no fluid had been suctioned overnight. The customer was transferred to the medical information department solely to receive additional guidance on proper product usage. This step was taken to ensure correct handling of the device in the home environment, as user related factors may have contributed to the reported issue and were considered alongside potential product related concerns.